Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the programming of this device had been changed from ddd to vvi. The patient was reported to have worsening heart failure. The patient had also recently relocated. It was unclear why the programming change had been made. The local boston scientific field representative did not have any further information. The patient was to be seen in clinic at a later date. There were no additional adverse patient effects reported.